Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced pericardial effusion. The physician performed a pulse field ablation (pfa) for atrial fibrillation. The transseptal puncture with an nrg needle was challenging. After the case, a pericardial effusion beyond baseline was noted. The patient was monitored for 10 minutes and the physician decided to perform a pericardiocentesis. 500 ml of fluid was removed from the pericardium without incident. The blood pressure of the patient stabilized, but the patient was admitted to the intensive care unit (ICU) for closer monitoring. The patient was expected to fully recover. The physician believed that this event may have happened during transseptal puncture. The device is not expected to return for analysis as it was disposed. The patient was discharged home two days after the incident. The physician believed that this event may have been related to the coronary sinus (cs) catheter. The physician could not place the cs catheter into the cs and notable effort was reported to place the catheter.

Manufacturer narrative:
B5: describe event or problem - updated h6: impact codes- updated it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced pericardial effusion. The physician performed a pulse field ablation (pfa) for atrial fibrillation. The transseptal puncture with an nrg needle was challenging. After the case, a pericardial effusion beyond baseline was noted. The patient was monitored for 10 minutes and the physician decided to perform a pericardiocentesis. 500ml of fluid was removed from the pericardium without incident. The blood pressure of the patient stabilized, but the patient was admitted to the intensive care unit (ICU) for closer monitoring. The patient was expected to fully recover. The physician believed that this event may have happened during transseptal puncture. The device is not expected to return for analysis as it was disposed. The patient was discharged home two days after the incident. The physician believed that this event may have been related to the coronary sinus (cs) catheter. The physician could not place the cs catheter into the cs and notable effort was reported to place the catheter. It was further reported that the blood pressure of the patient stabilized after doing the pericardiocentesis but still required support from medications for a few hours after being transferred to ICU. The patient was hypotensive but responded to medications. The lowest systolic blood pressure noted was in the 80s. The cs catheter was a non-boston scientific (bsc) device.